Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The unit was received without the original battery.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer passed away due to a cardiac complication. The customer's wife stated that the customer was in a car accident while having a hypoglycemic event, which was why the customer had been off insulin pump therapy for 4 months prior to the death. The customer was not wearing the insulin pump at the time of death. The caller stated that the customer was in the hospital for a week leading up to his passing. The blood glucose reading was unknown. Requested return of the insulin pump for analysis. Nothing further reported.